Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp had underfilled tubes. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this report is about underfilled tube. The blood collection tube was pushed back into the holder and blood was not drawn to the specified volume. The holder was made by terumo.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill.